Event description:
Event description boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) which is included in this advisory population retained legal counsel and filed a lawsuit. There were no specific allegations aganist device malfunction. New information received indicates that this device was explanted for normal battery depletion. At the time of the explant procedure there were no product performance allegations or adverse patient effects reported.

Manufacturer narrative:
Upon receipt, visual inspection confirmed there was no arcing in the header of the device. Longevity calculations performed confirmed that the device did not meet expected longevity however due to pending litigation no further analysis could be performed. If legal clearance is received the device will be analyzed and the event updated. On (B)(6) 2005, guidant corporation (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator surrounding a wire within the lead connector block which, in conjunction with other factors, could cause a short circuit and loss of device function. Changes to try to prevent this anomaly were made (B)(6) 2004. This device was manufactured on or before (B)(6) 2004 and is included in this population. Initial interrogation revealed that the device had reached elective replacement indicator (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.